Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
Customer was hospitalized on (B)(6) 2021 between 8:30 pm and 9:30pm for high blood glucose and diabetic ketoacidosis. Around 11 to 12pm, customer started to feel tired and during lunch he went to get something to eat but threw up. When customer went to the hospital, sensor glucose was 220-260mg/dl vs blood glucose of 498mg/dl, measured by the hospital. Customer inserted the sensor in the thigh area. Per customer, he only changed out the reservoir on (B)(6) 2021 at 6:40pm. He was on the fifth day of wear for the set. Customer said his doctor instructed him to do a complete change every 5 days on sets/reservoirs. Customer also never checked his blood glucose prior to going to the hospital.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer stated they started to feel tired and during lunch went to get something to eat but threw up and then went to the hospital and insulin pump said blood glucose was between 220 mg/dl to 260 mg/dl and at the hospital it was 498 mg/dl. Customer current blood glucose level was 224 mg/dl. The customer was treated with manual injection and insulin intravenous drip customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.